Manufacturer narrative:
The technician determined that the l bracket, that the trendelenburg switches mount to, was slightly loose, which will cause the trendelenburg switches to be out of adjustment. So the technician tightened and adjusted the bracket and switches, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed has unintentional movement of the hi/low up.